Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: unknown/ not provided section e1: reporter: middle name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: address: state, province, or territory: unknown/ not provided section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts to get the missing info has been made however, at the time of this report no info has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient reported postoperative complications after the implantation of a odyssey intraocular lens (iol). On (B)(6) 2026, the implant progression was recorded as drn 22.5d / barrett true k +0.07. During the postoperative examination conducted on (B)(6) 2026, the patient demonstrated distant vision of 0.3 (0.9) and manifest refraction of -1.75, with no abnormalities detected in the position of the intraocular lens. Monitoring of the progression was planned. On (B)(6) 2026, test results indicated distant vision of 0.3 (0.9) and manifest refraction of -1.5. On (B)(6) 2026, a decision was made to exchange the lens with an odyssey 21.0d intraocular lens due to complaints of blurred vision and visual field disturbances. The issue occurred during the postoperative examination, and no harm to the patient or user was reported. As per additional information received, the patient was getting better and was under observation. No further information was provided.